Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported sgc cable break appears to be related to user technique and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that after the sgc was prepared for use, it was backloaded on the guide wire, but when the minus knob was turned, the cable broke. A new sgc was used to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.